Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensor and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. A customer reported that the sensor did not alarm when blood glucose was low and as a result experienced vertigo and a loss of consciousness. The customer was able to regain consciousness on their own and treated themselves with baqsimi glucagon spray and no third-party intervention was required. There was no report of death or permanent injury associated with this event.